Event description:
On (B)(6) 2013, a small battery drive leaked from the battery pack onto the hand of a sterile processing employee of a local hospital. The employee was treated in the emergency room for an acid burn with temporary bleaching of her skin. Reportedly the batteries were in service for two years. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. Triangle manufacturing manufactured the sterrad battery for battery powered driver, p/n 05.000.010, and lot number 000290 for purchase order 1108031. The suppliers certificate of compliance (dated 3/26/10) indicates the parts were manufactured to p/n 05.000.010, revision c and indicates that the parts were made to required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet number ns015410, revision c (dated 3/31/10). There were no mrrs, ncrs, or complaint related issues with this complaint. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.